Event description:
It was reported that electrograms depicted lead noise and inappropriate therapy. Capture, sensing, and lead impedances were normal. Lead noise is not reproducible in clinic and patient denies any emi source. The physician plans on imaging and extracting the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.